Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.20mmx15mm emerge¿ balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 9 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.